Event description:
It was reported to medtronic minimed that the customer experienced a critical pump error (open book image), and the pump does not work. The customer reported no adverse event. The event involved product(s) mmt-1885. Troublehsooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1885. The customer will discontinue using the device, and the customer response was that the device will be returned.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was found on: 08/23/2024 18:57:48.000 insert battery alarm was expected since the battery was removed from the pump. No unexpected battery power loss or battery related alerts/alarms recorded in the formatted history file. Unable to test for unexpected battery power loss due to critical pump error (open book image) alarm. Unexpected battery power loss was unknown. There were no fatal critical alarms, or three consecutive critical handling alarms found in the formatted history file. However, critical pump error (open book image) alarm triggered by three consecutive pump error 63 alarms on (B)(6) 2024 16:28:00.000 and (twice) on (B)(6) 2024 16:28:09.000 according in the error log file/detailed trace file. As per global logic analysis (esf#: 3926732), pump error 63 alarms (line number 19208 file number 49 & line number 700 file number 2006), suspected on hw. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 25-aug-2024 in the formatted history file. Lostsensor1alert (780) was found on: 08/21/2024 20:36:00.000, 08/21/2024 20:36:00.000 08/22/2024 17:15:00.000 08/23/2024 18:00:00.000, 08/23/2024 18:10:00.000 08/24/2024 20:30:00.000, 08/24/2024 20:40:00.000 08/25/2024 10:20:00.000 lostsensor2alert (781) was found on: 08/21/2024 20:52:00.000 08/22/2024 17:34:00.000 sensorsignalnotfound (796) was found on: 08/21/2024 21:47:00.000 unable to test for lost sensor alert and sensor signal not found due to critical pump error (open book image) alarm. Lost sensor alert and sensor signal not found were unknown. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. ¿ test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a cracked case behind the pump near the battery tube compartment. Customer alleged for unexpected battery power loss was unknown. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms. Pump error 63 alarm, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.